Manufacturer narrative:
Follow-up #1: date of submission 05/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test cap fit on the pump securely and was able to maintain electrical connection for investigation. On investigation, the pump powered on with functioning audio tone and vibration as evidence that there is power to the pump; however, the screen remained blank. The pump cover was removed for investigation and revealed moisture corrosion on the printed circuit board, on the keypad circuit and the eeprom chip. The battery compartment was noted to be cracked below the finger pad and between the keypad and front seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On 03/23/2016, the reporter contacted animas, alleging a power (no power) issue. During troubleshooting by animas customer technical support, the reporter stated there was no damage to the pump and moisture or corrosion in the pump. The reporter confirmed that the pump did not power on after changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.